Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was reseated to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4). H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was reseated to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during pre-use checkout. There was no report of patient involvement.